Manufacturer narrative:
Customer reported blank asi during monthly check. Tech support stated that the battery pack self-test would not give audio therefore, they had the customer to hit on off and then got a prompt to replace 9v battery warning. The customer indicated he would call back with a new 9v lithium to verify that the unit is working properly. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported blank asi during monthly check. They did not report that this event occurred during patient use.